Event description:
Fmc canada complaint (#0965) received for eval. First use dialyzer, nonprocessed. Stated complaint is " blood leak. Treatment re-started. Patient information provided for MDR submission as blood loss reported was 100 cc. No sample is available for analysis.